Event description:
The analyzer produced a total beta-human chorionic gonadotropin (thcg) result of 0.83 iu/ml for a biorad control sample (target 5.3-9.7 iu/ml) there was no report of pt harm as a result of this event.